Event description:
It was reported that, after a tka had been performed on (B)(6) 2021, the legion ps high flex xlpe size 1-2 11mm implanted got out of the tibia baseplate. Therefore, a revision surgery was performed on (B)(6) 2022 in order to solve this adverse event. Patient was not harmed beyond the described event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was found to be worn along the base of the insert likely from repeated friction with the tibial baseplate. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a revision was performed due to the insert ¿was out of the tibia baseplate¿. The surgeon communicated there were ¿several episodes of the tray becoming dislodged after an audible click and a confirmation of it being in place by the rep in the room and three other people witnessing it. Somehow it appeared locked and it wasn¿t¿.it was satisfactory to all of us¿. The requested documentation was not provided as of the date of this medical investigation. Based on the information provided, the clinical root cause of the reported event could not be concluded. The patient impact beyond the reported disassociated liner and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.